Manufacturer narrative:
Additional information received on (B)(6) 2021 stated that the patient also experienced bilateral ptosis grade iii. As a result, patient underwent bilateral mastopexy, and bilateral replacements with 700cc uhp silicone mentor implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent a breast augmentation revision with mentor smooth round moderate profile, 425cc on the right side and 525cc on the left side experienced right sided pain and left sided rupture post procedure. The report indicated that the patient tripped in garage and fell on a wheelbarrow. Patient is scheduled to get a mammogram examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on january 11 , 2022: visual analysis of the returned sample revealed that the sal smooth rnd diap 525cc breast implant had three tears (a, b, and c) on the posterior view, measuring approximately 3.1 cm, 1.2 cm, and 0.8 cm, respectively. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 18, 2021 additional information received indicated that the patient underwent removal on (B)(6) 2021. Reason for device explant and/or reoperation: rupture, injury. Manufacturer¿s reference number: (B)(4).